Event description:
It was reported that a spectrum pump would indicate the door was not latched during biomed testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door not latched" alarm was confirmed and reproduced during the device investigation while loading a set. This condition wa determined to have been caused by a loose link screw. The link screws were replaced.